Event description:
A health care professional reported that after an intraocular lens implantation surgery, the lens was exchanged due to the outcome after the surgery did not met expectations. Additional information was requested and received stating that the patient underwent surgery with company lens in 2020; however, due to unsatisfactory visual outcome, the lens was exchanged to a non company lens.

Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).